Event description:
The nurse entered the room at 4am to find that the patient had expired. The patient's pulse ox read "zero zero" but was not alarming, nor had staff heard it alarm any time earlier in the evening.